Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out for normal eri, externalized conductors on the rv lead were observed. No electrical anomalies were detected. The physician decided to continue using the rv and lv leads with the new device. The patient was stable throughout the procedure.